Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a (B)(6) female plaintiff in united states on 25-oct-2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2008 for permanent birth control. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and showed that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, anxiety, excessive weight gain, excessive migraine headaches, metallic taste in mouth, pain during intercourse, abnormal vaginal discharge, and chronic fatigue. She has never experienced any of those conditions prior to undergoing the essure procedure. In (B)(6) 2015, she underwent surgery to remove her uterus. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had chronic pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately seven years later, she underwent a surgery to remove her uterus. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, considering that she did not experience this condition prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident due to surgical required intervention (device removal was required - implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort,"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain,"), abdominal pain ("abdominal pain,"), abdominal distension ("abdominal bloating,"), anxiety ("anxiety,"), abnormal weight gain ("excessive weight gain,"), migraine ("excessive migraine headaches,"), dysgeusia ("metallic taste in mouth"), dyspareunia ("pain during intercourse"), vaginal discharge ("abnormal vaginal discharge") and fatigue ("chronic fatigue"). The patient was treated with surgery (remove her uterus). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, anxiety, abnormal weight gain, migraine, dysgeusia, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, anxiety, back pain, dysgeusia, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in date of removal was reported as no insertion details-the left ostia was visualized. The essure device was introduced until the black cap was seen. Then this was retracted back until the notch was noted. The device was then released and the introducer was pulled. The same was done to the other side . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Medical records received- new reporter, insertion details were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-dec-2016: quality-safety evaluation received. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had chronic pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately seven years later, she underwent a surgery to remove her uterus. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, considering that she did not experience this condition prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident due to surgical required intervention (device removal was required - implied). As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.